Event description:
It was reported by the patient that the patient had a defective lead wire that was recalled. Follow up confirmed that the patient's lead was on recall and that the lead exhibited elevated thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the patient had a defective lead wire that was recalled. Follow up confirmed that the patient's lead was on recall and that the lead exhibited elevated thresholds. It was also reported that there was a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).